Event description:
On 4/4/96, device was implanted. On 6/20/96, the cuff was revised. On 10/17/96, a tandem cuff was implanted due to recurring incontinence and fluid loss at prb tubing. No components were removed or replaced.